Event description:
According to the reporter, on the day of the event, it was found that the venous catheter port was oozing blood when the patient was connected to the machine. The venous end was immediately removed, and the crack was found at the blue end adapter. The connection was reversed immediately, and the patient was connected to the machine normally. Sixteen days after the day of the event, the catheter was replaced with a dialysis catheter connection adapter with a tunnel polyester sleeve, which was in normal use. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.